Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that he received replacement insulin pump and he could not program pump to vibrate or beep. Customer's blood glucose was not know. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with no vibration during the self test due to a broken black wire on the vibrator motor. The insulin pump functioned properly during testing. No audio anomaly was noted. No cosmetic damage was noted.